Manufacturer narrative:
Follow-up #1: date of submission. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2016 with the following findings: the battery compartment is cracked at the threads above the bumper w/piece of case missing, above the bumper traveling along the left side of the bumper to the case seal and below the bumper traveling toward the case seal. Unrelated to the complaint, the display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a cracked battery compartment issue.